Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6)2013. The patient manages her diabetes with insulin via insulin pump. The patient denied making any changes to her diabetes regimen after the reported issue occurred. According to the csr's documentation, as a result of the alleged power issue, the patient reportedly developed a migraine at an unknown time later that day. The patient denied receiving any form of treatment after the reported issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, the subject meter's battery did not need to be replaced, and there was no misuse of the lfs product. The alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.